Manufacturer narrative:
The batch record, qc test reports (07-mar-2022), and qc final inspection review check list (21-mar-2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number: 22b225 was verified and has been confirmed to be released by the company. Prollenium medical technologies inc. Has contacted (27-oct-2022;03-nov-2022;07-nov-2022; 16-nov-2022) the clinic to get more information associated with the reported adverse event but have got no response. The incomplete information was submitted to prollenium medical technologies' medical director. Prollenium has sent a notification letter to the clinic on 24-nov-2022 (30 day notification) with relation to the lack of information provided to continue with the investigations. Qa will be continuing to investigate.

Event description:
Based on the information/report provided by the injector, (B)(6) (md), the patient, a 48 years old female, was injected with 0.52 ml revanesse versa+ (with lidocaine), which was diluted 50/50 with a saline, in nasojugal folds with no difficulty on (B)(6) 2022. Within 24 hours ridges developed at the injection area which are gradually reducing. This is not a hematoma and there is no erythema or other symptoms. Prollenium medical technologies inc. Has contacted (27-oct-2022;03-nov-2022;07-nov-2022; 16-nov-2022) the clinic to get more information associated with the reported adverse event but have got no response. The incomplete information was submitted to prollenium medical technologies' medical director. Prollenium has sent a notification letter to the clinic on 24-nov-2022 (30 day notification) with relation to the lack of information provided to continue with the investigations. Qa will be continuing to investigate.